Event description:
Reporter alleged that on (B)(6) 2011, she obtained the results of 268 mg/dl and 115 mg/dl back to back within 10 minutes on the aviva system. Reporter alleged that on (B)(6) 2011, she obtained the results of 264 mg/dl and 96 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.